Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported inability to fully close the clip. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the inability to close the clip was likely due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip did not close. It was reported that during device preparation of the mitraclip delivery system (cds), after successfully establishing final arm angle, the clip only closed 20 percent; therefore, the device was not used. There was no patient involvement. A new cds was used successfully. There was no clinically significant delay during the procedure. No additional information was provided.